Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). This report involves a (B)(6) female patient who was treated with sculptra (poly-l-lactic acid) 5 ml on (B)(6) 2007 to the nasogenian and peribuccal furrows and in the facial contours for correction of the flaccidity. On (B)(6) 2007, 2.5 ml was injected as a touch-up under the same regions. No medical history and concomitant medications were reported. About (B)(6), the patient visited her physician because she noticed two nodules (about 3-5 mm in diameter) on each side of the peribuccal folds of the lower lip. These nodules were externally not visible, but perfectly palpable and the physician could see them on the internal side of the mucous buccal. The patient stated that she was massaging the nodules for more than four days. She began to notice the nodules at the end of (B)(6), but she did not associate them with sculptra. The physician provided corrective treatment with viscontour (hyaluronic acid) and physiological serum. Fifteen days later, the same treatment was administered again. The physician reported that the external appearance of the patient has improved. Lot number and expiration date were not provided. Reporter's causality assessment: unknown. Addendum for follow-up received on (B)(6) 2007: additional information was received from the physician. Several nodules, approximately the size of a rice grain, could be felt and were visible in the inner superior part of the mouth (3 in each side). Treatment included saline solution, viscontour (hyaluronic acid) and dexamethasone 4 mg. The nodules appeared one month after starting treatment for the bitterness folds. The first session on (B)(6) 2007 was carried out basically on the nasolabial folds in order to generate collagen and fibroblasts for lifting. The second session for final retouch, took place three weeks later, using a small quantity of product and spread out around the same zones including the bitterness folds. The patient was scheduled for a third session when she came back from holiday in (B)(6), but the patient reported that she had felt nodules in the inner superior part of the mouth even though they were not visible from the exterior part. She stated that she has massaged all the treated zones for several days after both treatments. Infiltrations were carried out with saline solution and viscontour, but with no results. An infiltration with dexamethasone 4 mg was done on the (B)(6) 2007. This patient has not experienced any similar events after treatment with other products. No histology or other laboratory tests were performed. On (B)(6) 2007, 6 ml (1 vial) was administered. Dilution volume was 5 ml + 1 ml. On (B)(6) 2007, 1.5 ml was injected. Dilution volume was 5 ml. Sculptra was injected into the cheek hollows, nasogenial furrows and lines around the mouth (bitterness folds).